Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead came undone since the insulation and the pin came apart when the physician was removing the lead from the header. This ra lead was surgically abandoned. No additional adverse patient effects reported.